Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. The unit was place on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error c-83 that was related to the reported complaint occurred during the surgical procedure. Additional log reviews confirmed that system sl0076 was used on (B)(6) 2022 for a liver resection procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged during a liver resection surgical procedure, the customer had to convert from the integrated electro surgical unit generator to the e-100 generator due to numerous errors the customer was receiving. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci assisted liver resection surgical procedure, the customer had an issue with vessel sealer extend instrument and integrated electro surgical unit (iesu). The customer tried 3 vessel sealer extend on both bipolar ports of iesu, and error c-83 appeared each time. The customer decided to use the e100 generator instead of the iesu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.